Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the home choice (hc) during initial drain. The technical service representative (tsr) had the home patient (hp) close all clamps and the transfer set, cycled the power off and on to system error 2367, and cycled the power off and on to press go to start prompt. The tsr explained the alarms and the hp stated they pressed go too many times to got into initial drain while not connected and then connected to the patient line trying to continue. The tsr explained to discard all supplies and to report the alarms to peritoneal dialysis registered nurse (pd rn) the next morning. The hp would finish tonight's therapy manually. The hc was operational. Per the callscript, the hp was not connected at the time of the alarm, the patient line did not become separated from the transfer set, and the patient pressed go before connecting. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed because the patient reported pressing go prior to connecting himself and then connected and attempted to continue. The cause was use error. The label review found the labeling adequate for the use error in this complaint.